Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air inclusion error which was not reproduced. The reported air inclusion error was verified through a review of the event history log as air in line alarms and found to be caused by continuity across the ultrasonic crystals. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an "air inclusion error". There was no patient involvement. No additional information is available.